Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a procedure to implant a left ventricular assist device (lvad) an incision was being performed and the electric saw became entangled with the vena innominata, severing the vein and the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads for this patient. As a result, it was decided to explant all three leads and the cardiac resynchronization therapy defibrillator (crt-d). Additionally, since the patient was pacemaker dependent a temporary pacing device had to be used and the plan was to implant a leadless pacemaker at a later date. No additional adverse patient effects were reported.